Event description:
Prior to inserting the catheter tip into an endotracheal tube, the technician noticed that the suction vent and cathter had come apart. Had this not been caught, the catheter may have been advanced without having a way to remove it from the et tube. Upon further inquiry, rptr found that on at least 3 other occasions it was noticed that the vent port was separated from the catheter. However, it was noticed long before the catheter was ready for introduction to the et tube. This is a potentially hazardous product, especially since there is no warning on the suction catheter box.